Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had top o ring reservoir compartment was damaged. Customer's blood glucose value was 400-500 mg/dl at the time of the incident, blood glucose was 499 mg/dl. Reservoir ring was loose. The customer did not want troubleshooting for high blood glucose. Customer will return device for analysis.

Manufacturer narrative:
Device passed the rewind test, prime test, basic occlusion test and force sensor test. The test reservoir does not lock in place and unable to perform the displacement test and occlusion test due to missing retainer and missing reservoir tube o-ring. Device received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, broken reservoir tube lip and minor scratched lcd window.